Event description:
It was reported that the screen is turning white time to time and there was a contact problem. There was unknown patient involvement. Device evaluation revealed a detached/damaged downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The lcd screen was defective. The lcd display and dso seal were both replaced. B3. Date of event: unknown. No information has been provided to date.